Event description:
Patient undergoing arthroscopy and rt. Partial medial medisectomy. At end of procedure, the drapes were removed and the rt. Calf was noted to be swollen & firm. Upon measuring fluid level in the pump a 1000ml discrepancy was noted. It was felt some of the fluid had travelled into the rt. Calf. Approximately 100ml of fluid was manually aspirated. Pressures of the area measured 68-70. A four compartment decompression of the rt. Calf was done. On 8/25/93 pt. Underwent a wound closure of the rt. Leg. Pt. Ultimately discharged on 8/27/93.